Event description:
A micro perforation necessitated the band removal. There were no other reportable pt consequence.

Manufacturer narrative:
D4, 10; h4, 6: info anticipated, but unavailable at this time.